Manufacturer narrative:
Tw ID (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500 silicone peeled away from jaws. Towards the end of the procedure, the harvester noticed that the silicone was coming away from the jaws but not completely separated. The IFU was followed relative to jaw insertion through cannula. Opened new kit to finish case. No added incisions or time. No patient harm done.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/26/2024. An investigation was conducted on 03/28/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The gray silicone insulation on the tip of the hot jaw was observed to be peeled back from the hot jaw, exposing the metal portion of the jaw. The gray cold jaw insulation was observed to be intact with no visual defects observed. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed as well the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000370290 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.